Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. Device history record (DHR) review was performed on potential related lots (please see attachment a, lot trend evaluation). No nonconformance reports or other abnormalities during the assembly of these lots were found. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that the cycler alarmed with "make sure the heater bag was on heater tray" during fill 1 out of 6 and "air detected in cassette warning" during drain 1. Patient cancelled the treatment. Patient removed the cassette and noticed fluid leaking in the cycler as well as on the cassette. Follow-up with the patient¿s peritoneal dialysis nurse (pdrn) confirmed that the fluid leak did not result in any adverse events. Patient was treated with one dose of vancomycin as prophylactic antibiotic. The pdrn stated that the patient continues treatment on the continuous cycling peritoneal dialysis (ccpd) and has not missed any treatments. Supplies have been discarded.